Event description:
This event involved a patient two years and seven months post heartware lvad implantation who experienced a change of power source in the controller earlier than expected. The battery was removed from the patient and a new battery was supplied. No harm or injury to the patient was reported as a result of this incident. Investigation is ongoing.

Manufacturer narrative:
Battery (B)(4) was returned to heartware for analysis. Review of the manufacturing records confirmed that the device met all specification for release. The battery failed functional testing. Further analysis determined that this was due to a faulty cell within the battery. Heartware has initiated an internal investigation to further evaluate this issue. Although the device failed functional testing, the event and patient outcome is not related to this device failure. While a loss of power was confirmed via log file analysis, the site reported that this loss of power occurred when the patient was attempting to change power sources and accidentally removed both sources from the controller. Supplemental testing performed on the battery indicated that the battery was able to individually power a controller for at least 15 minutes with no power loss events or alarms. This is one of six reports (3007042319-2013-00305, 2013-00501, 2013-00502, 2013-00503, 2013-00504 and 2013-00505) submitted for devices related to the same event.

Manufacturer narrative:
Preliminary evaluation and testing revealed that the returned batteries contained a faulty cell. Additional information will be submitted within thirty (30) days of receipt. This is one of six reports (3007042319-2013-00305, 00501, 00502, 00503, 00504 and 00505) submitted for devices related to the same event. Evaluation is ongoing.